Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID: 2134265-216-10458. It was reported vessel dissection occurred. On (B)(6) 2016: the patient was assessed with a catagory2 moderate claudication, classified as a tasc ii b lesion. The next day a rotational atherectomy procedure was completed in the 100% stenosis, 6 mm x120 mm left mid superficial femoral artery (sfa) with a 1.6mm jetstream® sc atherectomy catheter and a 2.1mm jetstream® xc atherectomy catheter. An intravascular ultrasound (ivus) was performed and found a dissection had occurred. Biopsy forceps were used, followed by aspiration to treat the dissection. Percutaneous transluminal balloon angioplasty (pta) was performed using a 6 x 100mm sterling balloon catheter, with 0% final residual stenosis, the event was considered recovered/ resolved. Two days later the patient was discharged on clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-216-06159. It was further reported that post percutaneous transluminal balloon angioplasty (pta), imaging was performed and revealed an occlusion of plaque in anterior tibial artery. This was aspirated by tvac and flow was improved.